Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-apr-2019 with the following findings: during investigation, the keypad was found to be intact; no peeling or damage was observed. During testing, all of the keypad buttons were found to respond appropriately to button presses. The keypad was removed and no evidence of contamination on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed cracks in the battery compartment. A leak test revealed a pump case leaks. The pump was opened and evidence of the moisture and moisture corrosion was found on internal components of the pump, including the display, transceiver and display boards, near the keypad connector and in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.